Manufacturer narrative:
This report is to address pt 2 of 4 pts associated with microorganism contamination following bronchoscopy. Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that 1 of 7 pts tested (B)(6). Three pts diagnosed with (B)(6) did not undergo bronchoscopy. The pt referenced in this report was said to have undergone diagnostic bronchoscopy. The pt was said to have (B)(4) was cultured from the bal. The pt was provided unspecified treatment following the (B)(6) test results. The user facility reported that there was no report of bacteremia, but were concerned regarding the possibility of colonization of the microorganism. The device referenced in this report was forwarded to an independent laboratory for microbiological testing. Test results from microbiological testing are pending. As part of the investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices being employed and found no major issues. This report will be supplemented following receipt of the test results, and evaluation of the device. The cause of the user's report cannot be conclusively determined. This report is being submitted as a MDR in an abundance of caution. See also MFR. Report#s: 8010047-2011-00249, 00251, and 252.

Event description:
The user facility reported that they were investigating a microorganism outbreak in the hospital in which a total of seven pt samples reportedly tested (B)(6). Olympus was informed that the (B)(6) culture testing took place over a time span ranging from (B)(6) 2011. The user facility further reported that four of the seven pts identified in the population had received a bronchoscopy. The current status of the pt is not known.